Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare facility via a medtronic representative regarding a driver used for a pedicle screw. It was reported that the mas driver tip was broken. The instrument broke and no fragment of the instrument was remaining in the patient's body. The lock sleeve driver was used during a lumbar fusion procedure. It was used on lumbar pedicle screws and broke during usage. Patient was not harmed and another driver was replaced with little delay during procedure. The issue was a broken tip during usage while placing pedicle screws. There were no patient symptoms or complications as a result of the event. The product will be replaced by a medtronic product in the future. No further complications were reported/ anticipated.